Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The patient's atrial lead exhibited high impedance. Lead fracture was suspected. On (B)(6) 2019, the patient was brought into clinic and testing revealed high impedance. Lead replacement was discussed, but not performed. The patient was stable.

Manufacturer narrative:
A partial lead with the distal portion measuring 43.0 cm was returned for analysis. External insulation abrasion was noted at 4.0 - 4.2 cm from distal tip consistent with friction to another device or feature of the patient anatomy. In addition, a fracture of all five filars of the inner coil was noted at 26.0 cm from distal tip. This fracture is consistent with the observation from the field of high lead impedance.

Event description:
New information states that the lead was explanted.